Event description:
Complainant alleged that staff members were treating a pt (age and gender unk) who was in a code situation. The staff defibrillated the pt six times. On the seventh defibrillation attempt, an "error 44" message appeared on the unit's monitor screen. The staff obtained another unit and continued to treat the pt. The pt did not survive the code. The complainant indicated that the alleged malfunction did not contribute to the pt outcome.